Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the first distal stent row was damaged and the stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-jun-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (prca) and distal left anterior descending (dlad) artery. After a non bsc guide wire crossed the prca, a 2.5x15mm non bsc balloon catheter was used for dilatation. A 3.5x20mm synergy drug-eluting stent (des) was then deployed. A 2.0 x 15 non bsc balloon catheter was then used to dilate the dlad artery. A 2.50 x 24 synergy stent was then advanced but failed to cross the lesion. The device was removed and further dilatations were performed. The procedure was then completed with a 2.5 x 23 non bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.